Event description:
It was reported that the patient had a ¿small shocking sensation¿ behind the ear when they were wearing a headset with their ipod. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported the patient did not use the (B)(6) anymore because they were hesitant and they did not have an appointment set up until (B)(6) 2014 with their doctor. It was noted an additional appointment would be set up so they could try to turn the voltage down to 0.0 and slowly raise it while the ipod was connected and on to see if the issue would persist. It was stated the patient received effective therapy.